Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated b5, h2, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that gastrointestinal videoscope had a noisy image. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the subject device exhibited white residual in control body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for white residual could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.